Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed resulting in pacing inhibition and six inappropriate shocks. Additionally, high thresholds, no capture at maximum outputs and pacing impedance measurements greater than 2500 ohms were observed. A revision procedure was performed and this device and the associated competitive right ventricular (rv) lead were removed from service and replaced. Fluoroscopy did not detect a problem with the lead or device. No additional adverse patient effects were reported.